Event description:
Event description cpi received information that this large patch lead was capped due to high thresholds. During a replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was exhibiting impedance measurements of greater than 2000 ohms, suspected a lead fracture. Implanted-12/23/92. Out of service-08/12/96. Implant months-43.6.